Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging and the device does have debris on it. The tip of the proximal body does appear to be broken off and curled inward. Distal tip and anchor plug are detached from device and are missing. No other physical damage is visible to the device a functional evaluation of the returned device found that device appears to be in working order. Device passed functional assessments; device functioned as per manufacture spec. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection revealed the device was not returned with original packaging and the device does have debris on it. The tip of the proximal body does appear to be broken off and curled inward. Distal tip and anchor plug are detached from device and are missing. No other physical damage is visible to the device. A functional evaluation of the returned device found that device appears to be in working order. Device passed functional assessments; device functioned as per manufacture spec a complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arthroscopy, the healicoil knotless broke and was idle. The procedure was completed with a 10 minutes delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.